Manufacturer narrative:
Investigation results were made available. Concomitant medical products according d11: name: metasul cls spotorno, insert, 52/28 item#: 60.13.28-52 lot#: b186347. DHR review: ref#(B)(4). Lot# b279096 yield: 105 delivered: 105 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref# (B)(4).lot# b186347 yield: 52 delivered: 48 scrapped: 4 reason for scrapping: did not pass final inspection the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: medical : revision due to metallosis, medical : revision due to loosening, revision : medical : osteolysis event description: it was reported that patient was implanted with a metasul head on (B)(6) 1998 and underwent revision surgery on (B)(6) 2019 due to loosening of acetabular cup, mobilization due to extensive production of metallosis with consequence of femoral and acetabular osteolysis. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed for the insert-head and showed that the product combination was approved by zimmer biomet. However, the compatibility check could not be performed for the stem and cup as they were not reported. No surgical technique was reviewed since no surgical report was received to confirm whether the surgical technique was followed or not. Conclusion summary: according the reported event patient underwent revision surgery after approx. 21 years in-vivo time. Other components of the thr except the metasul head and the insert were not reported. It is unknown whether only the head and insert or other components were revised too. No x-rays neither surgical reports or products were received. In conclusion it was not possible to make a meaningful analysis of the reported event. The investigation results did not identify a non-conformance or a complaint out of box (coob). Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Based on the given information the complaint could not be confirmed and no specific root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350 - 2019 - 00591.

Event description:
Investigation results are now available.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent revision surgery due to mechanical loosening of acetabular, cotyloid mobilization due to extensive production of metallosis phenomena with consequence of femoral and acetabular osteolysis.